Event description:
It was reported that the user experienced persistent hyperglycemia per sensor readings after a recent supply change, with no infusion set leaks noted, no pump alarms indicating interrupted insulin delivery, and a lunch announcement that did not appear to take effect; the user verified glucose by fingerstick, opted to administer a manual insulin injection, and was advised to remain disconnected from the pump for at least two hours. Symptoms included hyperglycemia. Outcomes included self-management at home without escalation of care. Investigation included phone-based troubleshooting and education regarding infusion set change and off-pump correction with monitoring. Investigation of this case revealed no confirmed device malfunction or delivery interruption and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.